Manufacturer narrative:
Investigation completed on a smiths medical syringe syringe infusion pumps/medfusion 3500 pump complaint of alarming invalid syringe size was not confirmed, as during testing all syringes ran within the specifications. Physical condition revealed cracked and chipped out on right plunger case. The cause of the problem was related to barrel clamp head screw was found little loose which is causing the invalid syringe size intermittently. The event was revealed in the event log. Action was taken to replace the barrel clamp head and barrel clamp headscrew. Device passed all functional testing.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps alarmed invalid syringe size. No adverse patient events reported.